Event description:
The customer reported after a distal pancreatectomy using sonosurg scissors, burns were found on the patient that were close to the size of the sonosurg scissors. Intraoperatively, the sonosurg scissors had been placed on the patient. The exact location and severity of the burn was not provided. It is unknown if the patient required treatment/intention for the burn. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. Physical evaluation: the subject device was not returned to olympus; therefore, the reported phenomenon or condition of the device could not be confirmed. Device history record (DHR) review: since the serial number of the subject was unknown, the DHR for the past six months prior to the date of occurrence was inspected. No abnormalities were detected in the DHR for the following items which related to the reported phenomenon. - process inspection. - quality inspection sheet. - non-conforming product sheet. The instructions for use (IFU) provides the following information to the user related to the reported event: ¿ the probe becomes hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue, as it may burn the tissue. After the instrument is withdrawn from patient, do not leave it on certain parts of patient body such as abdominal area or chest. Also, do not allow medical personnel to come in contact with the instrument. It may cause burns on the surgical drape or gown as well as on the personnel. Burns may result even through the surgical drape or gown. Conclusion summary: complaint information shows that it is not a device issue, it is possible that the device became hot immediately right after output activation. This device might have touched the lower abdomen of the patient, causing the reported phenomenon.

Event description:
Update: additional information provided by the customer: the sonosurg was placed immediately after performing output in the abdominal cavity. (Several times). We do not have information such as depth of burn.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in b5.